Event description:
It was reported that this implantable bio-envelope was part of the system revision due to infection. No additional adverse patient effects were reported. The bio-envelope was explanted.